Event description:
It was reported that this right atrial (ra) lead became tangled with the rv during removal, causing loss of mobility in both leads. The procedure was then completed. The lead was explanted. No additional adverse patient effects were reported.